Manufacturer narrative:
Age of time of event: 18yrs or older. Device is a combination product. A promus element ous mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The stent was moved distally on the balloon body and damaged from the middle to the distal end of the stent with stent struts lifted from their crimped position and pulled distally over the tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the proximal balloon cone was noted to be bunched. The balloon was not subjected to positive pressure. A visual and microscopic examination of the bumper found no issues with the bumper tip. A visual and tactile examination of the hypotube shaft found no issues. A visual examination of the outer and inner lumen found bunching along the length of both the inner and outer shaft polymer extrusion at several points proximal to the proximal balloon cone. No issues noted with the mid-shaft section of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 98% stenosed, de novo target lesion was located in a moderately tortuous left anterior descending artery. Following predilitation, a 2.75x24mm promus element drug-eluting stent was advanced but failed to cross the lesion and got damaged. The device was removed and the procedure was completed with another of same device. No patient complications reported.